Manufacturer narrative:
Evaluation of the device was completed, and as received, the implant coil was found stretched and detached from the pushwire within the introducer sheath with the polypropylene filament broken. The implant coil was stretched and broken from the coil shell at the coil shell weld. The pushwire was found bent at several locations at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. As the received device condition did not match the complaint description. Follow-up was conducted for additional information and to verify the correct device was returned, without success. All coils are 100% inspected for damages and irregularities during manufacture. Based on the analysis findings the implant coil may have detached during return to medtronic for evaluation, as the detachment was not reported at the time of the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the coiling treatment of an aneurysm, this coil was stretched during insertion into the sheath. The physician used another same size of the coil and procedure completed. No patient injury was reported. Evaluation of the returned device found that the implant coil was stretched and detached from the pushwire within the introducer sheath with the polypropylene filament broken.